Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced during flow rate testing as under infusions. Baxter's device evaluation found the device failed the 40 and 100 ml/hr tests at evaluation. Further investigation observed the device to under infuse at an inaccuracy of approximately 12%. Internal inspection performed at engineering investigation found dried fluid residue beneath the pressure plate holders causing the plates to stick and in turn, under deliver. The pressure plates and holders will be replaced.

Event description:
It was reported that a spectrum pump delivered a different rate than programmed during preventive maintenance testing, which was clarified during baxter's evaluation as an under infusion. It was also reported there was no patient involvement.